Event description:
"It was reported that ""no readings"", ""sensor error"" or ""brief sensor issue"" occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient uses medtronic pump. The patient woke from sleep and fell to the ground unconscious. Because there were no readings showing on the dexcom app, his wife called the ambulance. The behavior of the display device was not documented. The patient was given oral liquid glucose in the ambulance. In the emergency department, the blood sample was taken. At that time, the cgm was 140 mg/dl. The bg was unknown. He was discharged after an hour. The patient was fine during the call 2 days later. Performance data was reviewed. The allegation was confirmed due to the finding of ""no readings"", ""sensor error"" or ""brief sensor issue"". The probable cause was determined to be sensor noise. No additional patient or event information is available."

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.